Event description:
It was reported that the patient with this right ventricular (rv) lead was hospitalized due to a syncopal episode. Boston scientific technical services (ts) was consulted and upon further review, high capture thresholds and loss of capture (loc) were noted on this lead. No additional adverse patient effects were reported. This lead remains in service.